Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and self test. Device was monitored and functioning properly. No blank display and no unexpected battery power loss alarm during testing. No battery cap cracked or damaged found during visual check.

Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and self test. Device was monitored and functioning properly. No blank display and no unexpected battery power loss alarm during testing. No battery cap cracked or damaged found during visual check.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a power loss, replace battery now alarm and display was blank. The blood glucose level of the customer was 23 mmol/l. The customer was assisted with the troubleshooting and customer stated that they did not receive low battery alert prior to the replace battery now alarm. The insulin pump will be returned for the analysis.